Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 500 mg/dl and went into diabetic ketoacidosis. The patient was treated with IV drips and moved to the intensive care unit. It is unknown whether the insulin pump had anything to do with the high blood glucose. No further information was provided.